Manufacturer narrative:
The returned device was evaluated. Evidence of an internal leak and corrosion was found; its root cause was determined to be a small tear in the soft cannula before the tip of the needle. Qualification records were reviewed and the product met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide; model: ent450; 14518-5c-aw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The customer reported her blood glucose reached over 400mg/dl while wearing the pod for 76 hours. The product was returned for evaluation.